Event description:
This lead was implanted on (B)(6) 2006 and was capped on (B)(6) 2013 due to high impedance issue grater than 2000 ohms. The physician was dr. (B)(6) at (B)(6) medical center of (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).